Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that (2) ar-8990st fibertak suture anchors would not deploy and an ar-8990ds drill guide and guide wire kit was damaged. Surgeon has to use larger anchors to complete case.